Event description:
Two month review of a stented and coiled with 14 mm enterprise. The patient has not bled and had symptoms (numbness) from the treatment. The patient has been compliant with plavix and aspirin and tested with the act method. The stent shows intimal hyperplasia with 30% reduction in lumen. The microcatheter utilized to coil the aneurysm was a boston scientific sl-10. The second procedure was performed, and all went well, the aneurysm was packed with ev3 coils. No issue crossing the stent or with accessing the aneurysm.

Manufacturer narrative:
Cd copy of the initial and follow-up procedure is not available. However, pictures provided with the report were reviewed and the finding indicated that the 2-month follow-up shows some re-canalization of the aneurysm but the intimal hyperplasia and in stent narrowing, is not that bad. During the procedure, no issues were noted with the stent, and the patient was on antiplatelet therapy per protocol clopidogrel and aspirin. Measurements were performed, and the patient was not resistance. The patient was asymptomatic after the index procedure. Constant measurements were performed to confirmed antiplatelet therapy, and the results had therapeutics levels that reached act of 2.5 time base line. The patient has no coagulation disease or resistance to the medications. The admitting diagnosis was not provided, but the patient was symptomatic. The patient was not taking any other medications. The patient's weight was around mid 40kgs. Few doctors suggested not worrying and to try to pack the aneurysm with more coils. Additional information will be submitted within 30 days of receipt.